Event description:
It was reported by the patient that, post-operatively, they experienced neck pain and could feel their leads go under their collar bone. The patient reported pain and tenderness above their collar bone. Stabbing pain was reported from the back of the implantable pulse generator (ipg) and "from time to time the area around the device swells, on the edges and towards the arm pit". Patient complained their device moving around when they lay of the left side. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that device check showed normal device function. It was further noted that the patient is quite thin and with ability to see the leads behind the device, but no risk of erosion. Patient was encouraged not to touch or manipulate the device site area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.